Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 1400mcg/ml; 1000mcg/day and an unknown medication via an implantable pump. Indication for use was intractable spasticity. Other medications the patient was taking at time of the event were not available. The date of the event was unknown. It was reported the patient experienced increased spasticity symptoms. The physician was unable to access the reservoir access port or catheter access port (cap). A radiology image confirmed a flipped pump. The pump was flipped back to the correct orientation. The remaining drug was aspirated from the pump reservoir and the pump was refilled. The physician aspirated 2+ml¿s of bloody fluid/csf (cerebrospinal fluid) from the cap. The catheter was primed with drug. A dye study was planned to confirm the catheter was still connected to pump. The patient stated he was allergic to the dye. No dye study was performed. Radiology images suggest the catheter was still properly attached to the pump. Surgical intervention did not occur and was unknown if it was planned. Patient status was alive - no injury. It was unknown if the issue was resolved. No environmental/external/patient factors may have led or contributed to the issue. Patient weight and medical history were asked and will not be made available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The pump was found to be flipped at the time of refill. The cause was questioned. The pump was manually flipped back upright. The patient¿s spasticity was unchanged by the flipped pump.